Event description:
As reported by the field clinical specialist (fcs) during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the 14fr esheath+ would not advance due to a very tortuous iliac artery. The team removed the 14fr esheath+ and switched to a 16fr esheath+. However, the 16f esheath+ would not advance, and the tip was observed to be split before it fully transitioned into the distal aorta. At this point the team set up a second puncture site distal to the primary arterial puncture for valve delivery. A second lunderquist wire was inserted for extra support. Then a new 16f esheath+ was easily advanced and the 26mm s3ur was implanted without issue. Per pre-deco findings, the distal tip of the 14fr esheath+ was observed to be split.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information provided. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner was fully expanded as designed. The radial and axial tip had a tear along the distal liner edge. There was hdpe stretching along the axial and radial tears; scratches along the distal sheath shaft and soft tip; soft tip damage/stretching. All score lines were present. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angles, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The reported event for inability to introduce sheath was confirmed through provided information. Available information suggests patient factors (tortuosity) likely contributed to the event. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. The event distal tip torn has not historically manifested during sheath insertion but rather during delivery system advancement. It is unknown if a delivery system was advanced through this device (after sheath removal from the patient), but the sheath was returned with liner fully expanded as designed, suggesting a delivery system was introduced through the sheath resulting in the open, radially and axially torn tip. The event was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by manufacturing process variation during the trimming step leading to hdpe damage, as investigated in a current open CAPA. Although no 3mensio imagery was provided, scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Therefore, it is possible that patient factors such as calcification and tortuosity may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Manufacturer narrative:
Upon further evaluation of the device, the distal tip was torn, not split.